Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 3006705815-2019-03567. It was reported the patient's scs lead fractured. Consequently, the lead was replaced to resolve the issue.